Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported the procedure was intended to remove a pre-existing stent and the unspecified boston scientific sphincterotome was said to have broken at the distal end. The users reportedly were having difficulty getting the sphincterotome into the biopsy channel. The pre-existing stent was said to have been removed with an unidentified snare. The procedure was said to have been completed with no sphincterotomy performed, which was said to have been rescheduled at a later date. There was no patient injury reported. The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report. The bending section glue was found with minor discoloration and there were some scratches noted on the objective lens, however there was no restriction noted in the instrument channel when evaluated with an angioscope. The unit was service and returned to the user facility. The cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, an unspecified boston scientific sphincterotome was said to have been damaged while it was pushing through the channel opening of the subject device and the procedure was said to have prolonged.